Event description:
New information notes that reason for explant was that the patient just did not want an ICD anymore, there was no discomfort.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient elected to have device removed due to site discomfort. No adverse effects or reactions.